Event description:
The device was used during an unspecified veterinarian procedure. Reportedly, evisceration occurred seven days post operatively. The clinic reported that the horse expired from shock.